Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed via diagnostic imaging. Lead provocation testing was performed, and the noise was not reproducible. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.